Manufacturer narrative:
The insulin pump was received with no unexpected failed battery test alarms noted. The insulin pump passed displacement and off no power tests and the operating currents were in specification. The insulin pump has minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed failed battery test, despite a recent battery replacement. The blood glucose reading was 275 mg/dl, which was treated with a bolus. Upon troubleshooting, the alarm was not resolved. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.